Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The product was provided for evaluation. A visual inspection was performed and the allegation is undetermined because the applicator is fully deployed and no abnormalities were found. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was provided for evaluation. A visual inspection was performed and the allegation is undetermined because the applicator is fully deployed and no abnormalities were found. A probable cause could not be determined.